Event description:
It was reported that the device does not detect spoons. There was no patient involvement.

Manufacturer narrative:
Reporter's phone number: (B)(6).

Manufacturer narrative:
The bench tech evaluated device and determined that the paddle plates are defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle pocket plates, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.